Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure to treat a dissecting aneurysm of vertebral artery, the enterprise vrd and delivery system (enc453712/01429992) was advanced via the select plus (mc) microcatheter and had passed the y valve, but resistance was met, and the stent cannot be advanced through the mc hub. The enterprise stent/system was withdrawn, and part of the stent was released and the proximal mark point was fracture/broken. During the event, no additional force was used in attempt to advance the stent/delivery system through the y-connector/hub. After the event, the same microcatheter was used with the next enterprise system. During insertion, the y connector was open sufficiently to allow the passage of the enterprise introducer/system, and the tuohy or y connector was closed to secure the enterprise introducer and prevent movement. The enterprise introducer was completely seated in the microcatheter hub. No damages were noticed on any section of the delivery system that may have contributed to the event. A constant flush maintained at all times through all the systems. After removal from the patient, the device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) was not damaged.

Manufacturer narrative:
During a coil embolization procedure to treat a dissecting aneurysm of the vertebral artery, the enterprise vrd and delivery system ((B)(4)) was advanced via the prowler select plus microcatheter (mc) and had passed the y valve, but resistance was met, and the stent could not be advanced through the mc hub. The enterprise stent/system was withdrawn, and part of the stent was released and the proximal mark point was fracture/broken. During the event, no additional force was used in attempt to advance the stent/delivery system through the y-connector/hub. After the event, the same microcatheter was used with the next enterprise system. During insertion, the y connector was open sufficiently to allow the passage of the enterprise introducer/system, and the touhy or y connector was closed to secure the enterprise introducer and prevent movement. The enterprise introducer was completely seated in the microcatheter hub. No damages were noticed on any section of the delivery system that may have contributed to the event. A constant flush maintained at all times through all the systems. After removal from the patient, there were no other device damages noted. One none sterile enterprise vrd and delivery was received coiled inside of a plastic bag. The delivery wire wasn't inserted thought the introducer tube, no damage was observed in either of the components. No dry blood residuals were observed on the device. The stent was received deployed inside of a small plastic bag and no damage was observed with the naked eye. The stent was observed under microscope and visual system and no fractures were found. Only kinks were found on two of the end struts. No damage on the coil tip was observed. The deployment process could not be performed since the stent was received deployed. The delivery wire was inserted into a lab sample microcatheter (mc) and it was able to pass through mc without any difficulty. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01429992. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported premature deployment of the enterprise vrd in the microcatheter hub could not be evaluated due to the deployment of the stent. The stent fracture was not confirmed; two end struts were kinked. The cause of these kinks could not be conclusively determined; however, there is no indication that they are manufacturing related. There was no resistance with insertion of the delivery wire with functional testing. The introduction procedure of the enterprise vrd is technique driven requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. Although it was reported that the enterprise introducer was fully seated and secured in the microcatheter hub, it is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. Advancement of the device as the stent opened in a gap may have contributed to the kinking of the struts. Although the exact sequence of events cannot be determined, based on the device history records, there is no indication of any manufacturing issues based on the device history records and analysis. Therefore, no corrective actions will be taken.